Manufacturer narrative:
The failure investigation has been completed and the alleged cracked/unresponsive touch issue was verified. Based on the analysis, the alleged alarms issue could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that unspecified alarms occurred. Customer¿s blood glucose level was 145 mg/dl. The customer reverted to an alternate method in insulin therapy.